Event description:
It was reported that the patient went to the hospital two weeks before surgery because the inflatable penile prosthesis was not working properly. Tests showed that pressing the pump squeezed dimples in the pump the physician as well as nurses tried several times following known procedures in the hospital, but it didn't work as expected. The inflatable penile prosthesis pump component was replaced. The procedure for using the pump was retrained to the patient, and it was tested several times after surgery to complete the surgery. After the surgery, the patient was stable and got better. The event resolved.

Manufacturer narrative:
The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. The momentary squeeze pump was visually inspected and no leaks were found. The tubing was identified to be cut down to the pump block. The pump was functionally tested and failed the 8lb. Activation test (2) as it required more than 8lb. Of force to activate. However, product analysis concluded that identified pump failed functional test was the most probable cause of the reported event. Based on the investigation results, an evaluation conclusion code of cause traced to component failure was assigned to this event.

Event description:
It was reported that the patient went to the hospital two weeks before surgery because the inflatable penile prosthesis was not working properly. Tests showed that pressing the pump squeezed dimples in the pump the physician as well as nurses tried several times following known procedures in the hospital, but it didn't work as expected. The inflatable penile prosthesis pump component was replaced. The procedure for using the pump was retrained to the patient, and it was tested several times after surgery to complete the surgery. After the surgery, the patient was stable and got better. The event resolved.